Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Spouse of consumer reported that the clear outer cover is loose, making it difficult to remove the needle from the pen after injection. He also reported that he was stuck with the needle while trying to remove it from the pen. The product number was not available, but he stated that his wife is using 5mm, pen needles. Lot #: 5175022 catalog #: unavailable date of event: 04-27-26 samples: available - sending mail kit.